Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor electrode was shorter than usual. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that sensor failed to initialize. The customer stated that transmitter did not flash green when connected to sensor and she removed sensor from body, she noticed electrode was shorter than usual. The sensor will not be returned for analysis.